Event description:
It was reported, "vcare placed on patient' cervix, a small periumbilical incision was made, abdomen was entered under direct visualization, when looking inside the abdominal cavity a perforation was noted. The retractor was moved and a general surgeon was call to repair the bowel." It was discovered that the vcare device was the only device utilized prior to visualization of the peritoneal cavity and this device is being attributed to causing the perforated bowel.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. The customer has discarded the suspect device and an evaluation cannot be performed. The customer complaint is confirmed based on the event description received from the end-user. Without evaluating the suspected device a conclusive determination of root cause cannot be made. A DHR/lhr. Device history record/lot history record, review cannot be accomplished for the lot number of the device has not been made available. The customer complaint is inconclusive since the device in question is not available for review. Without evaluating the suspected device a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device disposed of by end-user.